Manufacturer narrative:
Concomitant product: extension set; 500ml baxter bag (B)(4), lot y007468, exp mar 2016, pf 0.9% sodium chloride injection usp; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pca tubing cracked and split where the y-connector was mated to another tubing for an unspecified infusion. Although requested, additional information has not been provided; there was no patient harm.

Manufacturer narrative:
The customer¿s report of the pca tubing cracked and split where the y-connector was mated to the tubing was not confirmed; however leaking from pin sized holes were noted in a twelve inch section of the tubing between the y connector and female luer. Functional and pressure testing was performed; fluid was observed leaking from approximately eight pin sized holes in a twelve inch section of the tubing. The section is located approximately thirty-six inches below the female luer and thirty-three inches above the y union. The tubing was observed with a microscope and scratches and nicks were observed in that twelve inch section. Further inspection revealed the punctures/holes that are in the tubing are indicative to small needle holes. The root cause of the of the pin holes was not identified.